Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the atrial output connector assembly was broken. It was also noted that two case screws were contaminated, the hanger assembly was contaminated, the main seal was damaged and installed improperly, and both display wires were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial connector. The epg has been returned for repair. There was no patient involvement.